Event description:
A webform complaint was received in which it was reported a customer received a "check sensor" message on the adc device and was unable to obtain readings. As a result, the customer experienced a seizure and/or loss of consciousness and no third-party treatment was reported. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on the returned sensor and no physical damage was observed with the sensor patch. Extracted data from returned sensor using approved software. Sensor found to be in state 1 (storage state) and insertion failures were observed in the event log. The watermark was observed at the base of the tail indicating the sensor being properly inserted. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Attempted to activate returned sensor with known good reader. All results were within specification. Issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "check sensor" message on the adc device and was unable to obtain readings. As a result, the customer experienced a seizure and/or loss of consciousness and no third-party treatment was reported. No further details were provided and attempts to gather additional information were unsuccessful. There was no report of death or permanent impairment associated with this event.